Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that stent under expansion occurred and the patient experienced an artery aneurysm. In (B)(6) 2017, the subject presented to study hospital with complaints of recurrent chest discomfort and fatigue. In response to that the subject underwent stress test which was interpreted as abnormal and the subject was hospitalized on the same day. The subject was considered high risk and advised for emergency room for unstable angina; however the subject refused and elected for out-patient cardiac catheterization. The 100% stenosis located in 1st obtuse marginal was treated with placement of a 3.5 x 38 mm synergy drug eluting stent. Post deployment of the synergy stent, intravascular ultrasound demonstrated an area in the marginal branch that appeared to be aneurysmal or ectatic. The intravascular ultrasound (ivus) catheter also demonstrated that the synergy stent was well opposed but somewhat under expanded to the size of the vessel. That was further treated with post dilatation by 5 mm balloon in the distal, mid and proximal portions of the stent. Final angiography demonstrated an excellent result with no complications noted. Of note, during post dilatation, the subject had transient st elevation which was resolved with administration of vasodilator. On the same day, the event was considered as resolved. On the next day, the subject was discharged from the hospital on aspirin and ticagrelor.